Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated t-connector extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that spin collar on t-connector comes off easil.

Manufacturer narrative:
It was reported by customer that spin collar on t-connector comes off easily. Two hundred samples were received for quality evaluation. Fifty-nine samples were tested for the reported failure. Fourty-nine of the fifty-nine samples failed as reported. The customer complaint of separation was confirmed. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer. This issue has been escalated into a funded project at the manufacturing site to address and mitigate the risk of this issue recurring. This project includes a work order to replace the slide core pin for the mold m438, a quality notification to contain lots in process, and a quality alert to communicate to personnel the issue.

Event description:
Material# mpxt5302-c, batch# 24079253. It was reported by customer that spin collar on t-connector comes off easily verbatim: spin collar on t-connector comes off easily.